Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("retained metal was found in my uterus") and fallopian tube perforation ("perforation at the right side of abdomen/ essure perforated the right side of abdomen") in a 41-year-old female patient who had essure (batch no. A20056) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included overweight, contrast media allergy, multigravida, parity 3 (date of births: (B)(6) 2001, (B)(6) 2002, (B)(6) 2012.), acetabular labral tear (labral tear in hip surgery to repair in approx. 2008), breast conserving surgery (she was hospitalized for lumpectomy in approx. 2007) in 2007, dysfunctional uterine bleeding, irritable bowel syndrome, depression and nephrolithiasis. Previously administered products included for an unreported indication: minipil in 2012, depo-provera in 2011, yaz and condoms. Past adverse reactions to the above products included adverse drug reaction with minipil. Concurrent conditions included multiparous, asthma, adenomyosis, cervicitis and luteal cyst of ovary. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, arthralgia ("joint pain/ persistent and severe joint pain/continuous persistent and severe joint pain"), dyspareunia ("persistent and severe dyspareunia/persistent pain during intercourse"), migraine ("headaches/migraines/ persistent and severe headaches frequent headaches."), headache ("headaches/migraines/ persistent and severe headaches frequent headaches."), alopecia ("hair loss"), weight increased ("weight gain") and hypothyroidism ("hypothyroidism"). In (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced premature menopause ("early menopause"). In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("retained metal was found in my uterus"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel (she cannot wear jewelry or watches that are not hypoallergenic without getting rashes.) Hypersensitivity reaction to nickel") with rash and mental disorder ("psychiatric / psycological conditions aggraveted"). The patient was treated with levothyroxine sodium (synthroid), analgesics, ibuprofen, hormones nos, surgery (total hysterectomy with an oophorectomy in (B)(6) 2014, endometrial ablation) and surgery (bilateral salpingectomy in (B)(6) 2014, total hysterectomy, oophorectomy- jun-2014,endometrial ablation). Essure was removed in (B)(6) 2014. At the time of the report, the device breakage, complication of device removal, arthralgia, migraine, headache, hypothyroidism and mental disorder outcome was unknown, the fallopian tube perforation, alopecia, weight increased and allergy to metals was resolving and the dyspareunia and premature menopause had not resolved. The reporter considered allergy to metals, alopecia, arthralgia, complication of device removal, device breakage, dyspareunia, fallopian tube perforation, headache, hypothyroidism, mental disorder, migraine, premature menopause and weight increased to be related to essure. The reporter commented: plaintiff did not experienced the injuries form before the date of essure placement. She used condoms to avoid pregnancy. Plaintiff claimed shortly after the insertion procedure of essure in approximately 2012, she began having persistent and severe abdominal/pelvic pain and other injures such as rashes, joint pain, dyspareunia, headaches/migraines, hair loss, weight gain, hypothyroidism. Eventually she required multiple surgeries to remove the device through a bilateral salpingectomy on approximately (B)(6) 2014 and a total hysterectomy with an oophorectomy on approximately (B)(6) 2014. According to plaintiff, this organ loss contributed to her ongoing injury of early menopause and related symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. The patient had a pregnancy test done at home that was positive. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine, headaches, hypothyroidism. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("retained metal was found in my uterus") and fallopian tube perforation ("perforation at the right side of abdomen/ essure perforated the right side of abdomen") in a 41-year-old female patient who had essure (batch no. A20056) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included overweight, contrast media allergy, multigravida, parity 3 (date of births: (B)(6) 2001, (B)(6) 2002, (B)(6) 2012.), acetabular labral tear (labral tear in hip surgery to repair in approx. 2008), breast conserving surgery (she was hospitalized for lumpectomy in approx. 2007) in 2007, dysfunctional uterine bleeding, irritable bowel syndrome, depression and nephrolithiasis. Previously administered products included for an unreported indication: minipil in 2012, depo-provera in 2011, yaz and condoms. Past adverse reactions to the above products included adverse drug reaction with minipil. Concurrent conditions included multiparous, asthma, adenomyosis, cervicitis and luteal cyst of ovary. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, arthralgia ("joint pain/ persistent and severe joint pain/continuous persistent and severe joint pain"), dyspareunia ("persistent and severe dyspareunia/persistent pain during intercourse"), migraine ("headaches/migraines/ persistent and severe headaches frequent headaches."), headache ("headaches/migraines/ persistent and severe headaches frequent headaches."), alopecia ("hair loss"), weight increased ("weight gain") and hypothyroidism ("hypothyroidism"). In 2014, the patient experienced premature menopause ("early menopause"). In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("retained metal was found in my uterus"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel (she cannot wear jewelry or watches that are not hypoallergenic without getting rashes.) Hypersensitivity reaction to nickel") with rash and mental disorder ("psychiatric / psycological conditions aggraveted"). The patient was treated with levothyroxine sodium (synthroid), analgesics, ibuprofen, hormones nos, surgery (total hysterectomy with an oophorectomy in (B)(6) 2014, endometrial ablation) and surgery (bilateral salpingectomy in (B)(6) 2014, total hysterectomy, oophorectomy- (B)(6) 2014,endometrial ablation). Essure was removed in (B)(6) 2014. At the time of the report, the device breakage, complication of device removal, arthralgia, migraine, headache and hypothyroidism outcome was unknown, the fallopian tube perforation, alopecia, weight increased and allergy to metals was resolving and the dyspareunia and premature menopause had not resolved. The reporter considered allergy to metals, alopecia, arthralgia, complication of device removal, device breakage, dyspareunia, fallopian tube perforation, headache, hypothyroidism, mental disorder, migraine, premature menopause and weight increased to be related to essure. The reporter commented: plaintiff did not experienced the injuries form before the date of essure placement. She used condoms to avoid pregnancy. Plaintiff claimed shortly after the insertion procedure of essure in approximately 2012, she began having persistent and severe abdominal/pelvic pain and other injures such as rashes, joint pain, dyspareunia, headaches/migraines, hair loss, weight gain, hypothyroidism. Eventually she required multiple surgeries to remove the device through a bilateral salpingectomy on approximately (B)(6) 2014 and a total hysterectomy with an oophorectomy on approximately (B)(6) 2014. According to plaintiff, this organ loss contributed to her ongoing injury of early menopause and related symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. The patient had a pregnancy test done at home that was positive. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine, headaches, hypothyroidism. Most recent follow-up information incorporated above includes: on 30-oct-2018: medical records received: reporters added. Lot number added. Concomitant and historical conditions added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation at the right side of abdomen/ essure perforated the right side of abdomen") and device breakage ("retained metal was found in my uterus") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included overweight, contrast media allergy, multigravida, parity 3 (date of births: (B)(6) 2001, (B)(6) 2002, (B)(6) 2012.), acetabular labral tear (labral tear in hip surgery to repair in approx. 2008) and lumpectomy (she was hospitalized for lumpectomy in approx. 2007) in 2007. Previously administered products included for an unreported indication: minipil in 2012, depo-provera in 2011 and condoms. Past adverse reactions to the above products included adverse drug reaction with minipil. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, arthralgia ("joint pain/ persistent and severe joint pain/continuous persistent and severe joint pain"), dyspareunia ("persistent and severe dyspareunia/persistent pain during intercourse"), migraine ("headaches/migraines/ persistent and severe headaches frequent headaches."), headache ("headaches/migraines/ persistent and severe headaches frequent headaches."), alopecia ("hair loss"), weight increased ("weight gain") and hypothyroidism ("hypothyroidism"). In 2014, the patient experienced premature menopause ("early menopause"). In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("retained metal was found in my uterus"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel (she cannot wear jewelry or watches that are not hypoallergenic without getting rashes.) Hypersensitivity reaction to nickel") with rash and mental disorder ("psychiatric / psychological conditions aggravated"). The patient was treated with levothyroxine sodium (synthroid), analgesics, ibuprofen, hormones nos and surgery (bilateral salpingectomy in (B)(6) 2014 with a total hysterectomy and oophorectomy in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, alopecia, weight increased and allergy to metals was resolving, the device breakage, complication of device removal, arthralgia, migraine, headache and hypothyroidism outcome was unknown and the dyspareunia and premature menopause had not resolved. The reporter considered allergy to metals, alopecia, arthralgia, complication of device removal, device breakage, dyspareunia, fallopian tube perforation, headache, hypothyroidism, mental disorder, migraine, premature menopause and weight increased to be related to essure. The reporter commented: plaintiff did not experienced the injuries form before the date of essure placement. She used condoms to avoid pregnancy. Plaintiff claimed shortly after the insertion procedure of essure in approximately 2012, she began having persistent and severe abdominal/pelvic pain and other injures such as rashes, joint pain, dyspareunia, headaches/migraines, hair loss, weight gain, hypothyroidism. Eventually she required multiple surgeries to remove the device through a bilateral salpingectomy on approximately (B)(6) 2014 and a total hysterectomy with an oophorectomy on approximately (B)(6) 2014. According to plaintiff, this organ loss contributed to her ongoing injury of early menopause and related symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2017: the case was upgraded in the incident category. Patient demographics were updated. Historical condition and medications, essure indication and expiration date was added. Treatment medications was added. Event¿s: event¿s: severe and permanent injuries was updated to event¿s: severe and persistent abdominal pain/abdominal pain/; severe and persistent pelvic pain/ continuous severe and persistent pelvic pain; rashes; joint pain/ persistent and severe joint pain/continuous; persistent and severe dyspareunia/persistent pain during intercourse; headaches/migraines/ persistent and severe headaches frequent headaches; hair loss; weight gain; hypothyroidism; early menopause; allergic to nickel (she cannot wear jewelry or watches that are not hypoallergenic without getting rashes) ;hypersensitivity reaction to nickel; essure perforated the right side of abdomen and retained metal was found in my uterus were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.